Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, while using bd safetyglide¿ needle only. 25 g the needle was clogged. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: reported on malfunction of bd safetyglide needles product 305916, lot number 2024137. Used 6 needles trying to prepare one vaccine for administration. This resulted in having to waste one dose of the boostrix-polio vaccine. There was no serious harm reported. The device is available for investigation. Impact of incident: used different lot number of bd safetyglide needle, and administered vaccine to child. Who was affected? No person affected.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.